Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the insulin pump may have gotten wet. Her blood glucose level was 400 mg/dl, which she did not have any means of treating at the time. The customer was advised to go to an urgent care facility to obtain a back-up treatment method. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratches on display window, cracked case on the display window corners, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot. No moisture damage inside the insulin pump noted.